Event description:
It was reported that the user experienced repeated occlusion alerts on the ilet pump several hours apart, which persisted until a full supply change was performed, including cartridge fill, cartridge change, and replacement of a steel 6 mm contact detach infusion set, after which insulin delivery resumed without issue. Symptoms included no reported adverse clinical effects, and a blood glucose of 193 mg/dl attributed by the user to recent food intake. Outcomes included no hospitalization and no medical intervention beyond supply replacement and user education. Investigation included remote troubleshooting and user education on cartridge and infusion set change. Investigation of this case revealed device occlusion alerts consistent with an infusion set or consumable issue that resolved with replacement. It was concluded, based on previously established findings for similar reports, that the cause was likely related to the infusion set or consumable use rather than a device malfunction.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.